Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found three holes on the tip cover that were connected. The holes penetrated both layers of the tip cover, leaving the instrument tip exposed. The tip cover did show signs of arcing. No other damage was found.

Manufacturer narrative:
The instrument was returned but the investigation has not been completed; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a tiny cut in the insulation caused energy to directed out of the shaft of the monopolar curved scissors instrument. The instrument was replaced. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.